Event description:
An article titled ¿outcomes of vagal nerve stimulation in a pediatric population: a single center experience¿ was received. The object of this article was to evaluate the efficacy of vns in pediatric patients with medically refractory epilepsy by reviewing the medical records of 252 consecutive patients who underwent vns implantation at a single center over a 5-year period. One patient complained of sleep apnea that did not require discontinuation of therapy. This report is to capture the one patient who experienced sleep apnea. At this time no further information is available.